Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 01/09/2020. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure unknown. Please clarify the procedure name was this a natural childbirth procedure or a c-section procedure? Natural childbirth operation on what tissue was the suture used? Perineal muscular layer. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Please clarify, was the suture used on intestinal tissue during a natural childbirth procedure? No. What were current symptoms following the index surgical procedure? Onset date? Three days after operation, the suture was red and abscess was squeezed out from the needle eye was a second surgical procedure performed on (B)(6) 2019? If yes, what was the appearance of the suture during the second procedure? Unknown. Product code? W9962. Lot number? 20173650603 is not a valid lot number unknown. Other relevant patient history/concomitant medications unknown. If applicable, will product be returned, return date, tracking information no. What is physician¿s opinion as to the etiology of or contributing factors to this event unknown. What is the patient¿s current status? Healthy discharge.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Please clarify the procedure name. Was this a natural childbirth procedure or a c-section procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify, was the suture used on intestinal tissue during a natural childbirth procedure? What were current symptoms following the index surgical procedure? Onset date? Was a second surgical procedure performed on (B)(6) 2019? If yes, what was the appearance of the suture during the second procedure? Product code? Lot number? 20173650603 is not a valid lot number. Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent natural birth on (B)(6) 2019 and suture was used. Three days after the procedure, the patient experienced erythema and inflammation. The suture was removed discontinuously and squeezed the pus, dressing change and anti-infection were given. On (B)(6) 2019, five stitches of intestinal suture were removed from the vaginal and perineal suture. Then the patient's condition changed better. Additional information has been requested.